Event description:
On (B) (6), 2010, the lay user/patient contacted lifescan (lfs) alleging an unknown issue with an unspecified meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer care advocate (cca). The patient alleged that the issue began on an unspecified date and time in (B) (6) 2010. It is not known what medication, if any, the patient takes to manage his diabetes. It is also not known what action, if any, the patient took regarding his diabetes management as a result of the alleged issue. The patient claimed he felt "unwell"; however, it is not known when his symptom developed. It is not specified if the patient tested his blood glucose on another device. Per cca documentation, on an unspecified date and time in (B) (6) 2010, the patient claimed that as a result of the meter issue, he went to the clinic. During the clinic visit, the patient claimed he was administered insulin by the health care professional. To better assist the patient through training and troubleshooting, the cca informed the patient to contact lifescan when he has his blood glucose testing products available. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he received medical intervention after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.